Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer response/updates and legal manufacturer's investigation. The subject device was not returned for evaluation. The subject device was disposed by the user facility. A DHR (device history record) review was conducted and both dilator lots used for the manufacture of the device lot passed inspection and no abnormalities were noted. An investigation was completed by the OEM (original equipment manufacturer) and determined that there is no manufacturing, material or processing related cause for this failure mode. The root cause has been determined to be environmental exposure of the device, which resulted in degradation and embrittlement of the polymer. Olympus will continue to monitor the field performance of this device.

Event description:
Updates on the event reported: further communication with the customer conveyed the following information: customer stated that the subject device is not returning for evaluation. The subject device was disposed. The intended procedure was completed (did not provide the type/specific procedure). Customer stated no patient harm, no user injury. No further details provided.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unspecified procedure the device access sheath tip broke off in patient. The broken tip was retrieved successfully with no patient harm or injury reported due to the event. No user injury reported.